Event description:
Complainant alleges that the emergency medical technicians were monitoring a 45 yr old female pt with shallow respiration. They allege that they received no ECG on screen using either electrodes or 3 lead ECG cable. All other functions were operational including the recorder which was configured to print pt wave forms. The complainant indicated that there was no adverse effect pt.